Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es monitor has gone dark and unable to be used. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the monitor had gone dark and was unusable. A field service engineer replaced the power backup unit. Performed testing in the hardware test application to confirm proper operation. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.